Manufacturer narrative:
Inspected 1 random opened or used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened or used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customers blood glucose levels were 159 mg/dl and sensor glucose levels were 45 mg/dl at the time of the incident. The customer reported having issues with the sensor. The sensor will not return for analysis.